Event description:
The complainant reported that the fan is making a loud noise and aic is giving an optical error. There was no reported patient harm. This malfunction was noted by the biomedical department.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.